Manufacturer narrative:
E1: initial reporter facility name: (b(6) hospital. The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from september 18, 2022 - september 19, 2022. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at t the spike port bonding area of both samples. The reported condition was verified. The cause of the leak could not be determined; however, the most probable cause is due to inadequate or lack of cyclohexanone applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.